Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on june 19, 2024, a bkp without stent on t10 and bkp (vbs) with stent on l1 were performed. In the surgery, the cement was injected in the order of l1 right, l1 left, t10 right, t10 left, and l1 right additions. While cementing t10, the plunger was set in the initial position (where the fourth line is visible), but when cementing the last l1 right, the plunger was pushed in too hard and it hardened as it was. The working sleeve was tapped distally with a hammer, but the entire sleeve came off in the process, and when x-rays were taken, it was found that the plunger had broken off at the l-size groove. The patient had a cement leak at the fenestration screw, which was reported in (B)(4). The surgeon was watching the image to make sure that the l1 cement was not leaking. In doing so, he neglected to set the t10 in the initial position, which led to this event. The doctor confirmed the plunger left in the body with x-rays and CT. The decision was made not to retrieve the plunger left behind in the body, as the cement could be crushed. The surgery was completed successfully with 30 minutes surgical delay. The patient was stable. This report involves one (1) access kit-sterile. This is report 1 of 1 for (B)(4).